Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5354487.

Event description:
It was reported patient had high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was electively replaced. The lead with high impedances remained implanted. Interop testing confirmed coverage of the working lead. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.